Event description:
Revision of an accolade tmzf stem for chronic dislocation and trochanteric fracture. Black corrosion was present at the head neck junction. Doctor used a constrained liner and dall miles plate on the revision surgery.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.